Event description:
It was reported to boston scientific corporation that an hedgehog double-end brush was used during scope cleaning on january 27, 2021. According to the complainant, bristles were found on the scope after scope reprocessing. The bristles were wiped off with a gauze. Scope cleaning was completed using the original hedgehog double-end brush. There was no patient involved in this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore the device manufacture date unknown. This is a non-sterile device with no expiration date. Block h6: device code a0401 captures the reportable event of brush break. Block h10: a visual analysis of the returned hedgehog brush was performed and there were no notable missing bristles. However, the base of the large brush head showed that the green plastic from the handle was continuing up the wire of the brush head, as if the brush had been partially twisted off. No other issues noted. Based on the available information, it is likely that the excessive force was used on the brush inside the scope, or it was torqued while in the valve, resulting in bristles to become stuck and be removed. The IFU contains warnings for use of the product that would result in excessive force or potential damage to the device and states, "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage"."for valve brushes: avoid twisting or torqueing the brush handle." The probable cause chosen for this complaint is unintended use error, indicating that user interaction with the device caused or contributed to the complaint. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the device manufacture date unknown. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an hedgehog double-end brush was used during scope cleaning on (B)(6) 2021. According to the complainant, bristles were found on the scope after scope reprocessing. The bristles were wiped off with a gauze. Scope cleaning was completed using the original hedgehog double-end brush. There was no patient involved in this event.